Manufacturer narrative:
This regulatory report is being submitted as part of a retrospective review and remediation per (B)(4). This information was received from the mechanical circulatory support product surveillance registry study. Product event summary: the ventricular assist device (vad) (B)(4) was not returned for evaluation. This complaint is associated with a clinical adverse event. Review of the sterility certificate confirmed that the associated device met all requirements for release. Information provided by the site indicated that the patient had a foley catheter placed due to the patient's history of urinary retention. The patient experienced a urinary tract infection with a urine culture positive for providencia rettgeri and was treated with intravenous antibiotics. Based on the available information, including the occurrence of the event within 30 days of implant, the device may have caused or contributed to the reported event. Per the instructions for use, infection is a known potential complication associated with the implantation of a vad. There was no evidence that the patient had a history of similar adverse events. Possible clinical factors that may have contributed to this event include the patient¿s pre-existing history and related comorbidities, the progression of their underlying disease, and the patient's complex post-operative course. There are possible patient, pharmacological and procedural factors that may have contributed to this event. Investigation of this event is completed and the file will be closed. If new information is received, the file will be re-opened and a supplemental will be submitted. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that, one month after the ventricular assist device (vad) implant procedure, a foley catheter was placed due to the patient's history of urinary retention. The patient experienced a urinary tract infection with a urine culture positive for providencia rettgeri and they were treated with intravenous (IV) antibiotics. The vad remains in use. No further patient complications have been reported as a result of this event.